Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This information is based entirely on journal literature. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: synergistic application of cardiac sympathetic decentralization and comprehensive psychiatric treatment in the management of anxiety and electrical storm. Frontiers in integrative neuroscience. 2014;7(jan):1662-5145. (B)(4).

Event description:
A journal article was reviewed that contained information regarding this ICD. It was reported that the patient received appropriate shock therapy from the device for an episode of ventricular fibrillation. Device interrogation indicated that the antitachycardia pacing during defibrillation charging disorganized the ventricular tachycardia into polymorphic ventricular tachycardia and ventricular fibrillation. It was also noted that during defibrillator thresholds testing due to high thresholds attempts to elicit ventricular tachycardia were unsuccessful. The patient noted feeling pain with the shock, and was diagnosed with adjustment disorder with mixed anxiety and depressed mood. The patient was treated with bilateral cardiac sympathetic decentralization and declined recommendation to seek further psychiatric follow up and was subsequently loss to follow up. The device status is unknown. No further patient complications have been reported as a result of this event.